Event description:
It was reported that the pt was implanted the catheter with length of 34 cm and had twice chemotherapy with the catheter. The pt had the regular catheter maintenance. When the nurse flushed the catheter, she found two ports of leakage where was 6cm and 3cm from the insertion site. After twice cutting, the catheter was 21cm which was too short to be used for chemo. And then the nurse pulled out the catheter. This complaint was about the leakage of the catheter.

Manufacturer narrative:
The complaint of a catheter leak was confirmed, and the cause appears to be use related. The product returned for eval was a 4fr s/l groshong nxt clearvue PICC. The catheter was inspected for a source of leakage and a circumferentially aligned split in the catheter was found between the 30cm and 31cm depth markings. Microscopic examination of the fracture site revealed the fracture edges to be worn and rounded. The fracture surface was granular in nature. In order to further inspect the damage region, the split was segregated and bisected to inspect the inner catheter surface. A longitudinally aligned partial crack was observed which only affected the inner catheter surface. The observed damage is characteristic of flexural fatigue which caused by the repeated kinking of the catheter tubing leading to material failure. This issue type is addressed in the IFU. A lot history review (lhr) of rexc1875 showed no other similar product complaint(s) from this lot number.